Event description:
It was reported by the patient that they received a shock from a welder when welding at a current above the recommended amp level. The  implantable pulse generator (ipg) was reprogrammed and remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.